Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete device information.

Event description:
Related manufacturer report: 1627487-2021-02129. It was reported that lead migration and high impedance issue was observed on the lead. Lead was explanted, and a new lead was implanted. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
The reported event for high impedances was not confirmed. Visual inspection of the lead did not identify any anomalies. The lead was functionally tested and passed all testing. The reported event of lead migration cannot be confirmed with product analysis.